Event description:
The patient was implanted with an ipg on (B)(6) 2004. It was reported that she has not utilized the stimulation in over a year due to allegations that she never received effective therapy relief. Currently, the patient is unable to establish communication with the ipg using two programmers. An x-ray has been ordered for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.